Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The endoscope was used for the procedure with the foreign material attached. The user not not fully inspect the device to detect any malfunction before using it. Precleaning was immediately done after procedure without any delay. No abnormalities in the accessories used in reprocessing. Bed side cleaning is was done between each process. A complete manual cleaning is done after at-least 2-3 or 4 procedures are completed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope displayed image had lines. The issue was found during general routine inspection by the customer. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation, found foreign objects in following parts: plastic distal end cover, adhesive around objective lens, adhesive around light guide lens, bending section cover, adhesive on bending section cover and the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and found image appeared on the monitor but was noisy. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the image had linear scratches, due to damage on charged coupled device unit; due to wear of angle wire, bending angle in left direction did not meet the standard value; forceps channel port had a dent; grip had discoloration and there was a cut on switch 1 and there was stain on right/left (upward/downward) angulation control knob and universal cord. Also scratches were found on the plastic distal end cover, image guide protector, scope-cover and the protector of universal cord on suction-connector side; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Address line 2: near ((B)(6) hospital, (B)(6) road) (edited in respective field due to character limitation).